Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined sensor error occurred and lasted for 1.5 hours. During this time, customer continued to use the pump for insulin therapy. Customer felt sick, became incoherent and blood glucose value decreased to 30 mg/dl. Customer was given an unspecified drink to increase blood glucose value. Paramedics arrived on scene, checked the customer¿s blood glucose at which point it was 64 mg/dl and ensured patient was stabilized. No medication was administered. The customer did not respond to multiple follow up attempts by tandem technical support to determine the specific sensor error and root cause. The sensor was replaced by dexcom customer support.